Manufacturer narrative:
(B)(4). Additional information requested but unavailable. Please explain what is meant by, ¿device misfired. The device did not fire properly?¿ on which firing did the event occur? Was a leak test done? If yes, was a leak confirmed? If yes, how was this resolved? Was buttressing material used? If yes, what kind? What color reloads were fired before and after the event? Are there photos available of the reported issue? If yes, please send to (B)(4). What is the patient¿s bmi? Is the patient male or female? What is the current status of the patient? The analysis found that one long60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. In addition, 4 drivers were noted to be out of position. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device misfired. The device did not fire properly. Second device was opened and used in the case. Surgeon had concerns about a possible leak. It is unknown if there were patient consequences.

Manufacturer narrative:
(B)(4). Additional information: on which firing did this event occur? Second. Was a leak test performed? No. Was buttressing material used? Yes if yes, what kind? Seamguard. What color reloads were fired before/after the event? Green, green, green. What is the patient bmi? (B)(6). Was the patient male of female? Female. What is the current status of the patient? Ok.